Event description:
It was reported that during spinal rod insertion, the closed screw extension instrument did not securely hold a viper screw that was being inserted. The screw released from the instrument into the surgical site and the difficulty caused the procedure to be extended by more than 30 minutes.

Manufacturer narrative:
Depuy spine has requested return of the closed screw extension evaluation. A follow up report will filed upon receipt of the device and completion of the evaluation.